Manufacturer narrative:
Correction: a2 (date of birth). The reported event could be confirmed, based on the x-ray provided. In the case presented a patient had been treated with star in july 2014. On august 2019 the patient had to be revised as they were having cystic changes in the ankle. A CT scan revealed cystic changes. Since x-rays and operative reports were provided, the expertise of a medical expert was requested for deeper analysis and root cause determination: "the prosthesis was placed pressfit both for the tibial as well as the talar component. The surgeon was very happy with the outcome clinically and radiodiologically. The x-rays reveal cyst formation. Whether the cysts caused loosening or the other way around can not be determined. Micro-movements probably caused the start of the process of both." Therefore, micro-movements could be the most probable root cause of the reported event. The device inspection revealed the following: the returned device shows large traces of wear. On one of the lateral sides of the implant, the pe is heavily worn, probably due to the large forces applied on it while it was implanted (5 years approximately). The same can be said about the central grove of the implant: large deformations can be noticed, probably also because of an improper repartition of the mechanical load during implantation. Overall the results of the stage 1 analysis are consistent with well-positioned and well-functioning devices implanted for approximately 5 years. Pain & cysts are known complications, and are listed in the IFU as a known adverse effect. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "CT showed cystic changes." Revision of the poly mobile bearing component occurred as a result.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "CT showed cystic changes." Revision of the poly mobile bearing component occurred as a result.